Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the amphirion deep balloon catheter, a balloon burst occurred during balloon inflation. The burst was circumferential/radial, and the inflation pressure applied prior to the rupture was 14 atms. The event took place in the proximal section of the anterior tibial artery. There were difficulties in removing the balloon following inflation, but all fragments of the balloon were successfully retrieved. The procedure was completed with another new amphirion deep pta balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information reported that half-half contrast was used for inflation fluid and 1-2 inflations were applied prior to balloon burst. Gentle but extra force was used to remove the whole balloon. Product analysis the device was returned loaded inside a 6fr sheath the detachment occurred at the balloon bond, and both markerbands are present on the inner, the detached balloon is still attached to the device at the tip seal, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.